Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged. During a lead revision procedure, the physician disconnected the leads to make adjustments in the pocket. When attempting to reconnect a lead with a new implantable cardioverter defibrillator (ICD), the device set screw would not engage. The lead and device were removed and replaced. No patient complications have been reported as a result of this event.